Event description:
The customer reported the system won't turn on. No patient injury was reported.

Manufacturer narrative:
The service rep re-loaded the cmos setup. System booted and operated normally.